Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they always can feel their stimulator going if they strain or do something, but they can't feel it right now. Patient said they charged their implant last night and when they charged it, it said the therapy was on but they couldn't tell if it was on or not. Patient tried to connect to their implant with their handset and communicator, but was seeing "communicator not found". Patient did not have their communicator at the time of call. They plan to look for it and call back. Patient called back stating they had always had the communicator connected to the back of the handset, but did not realize that was what the previous agent was referring to. Patient reported they were connected through the mystimrc app showing therapy was on and they were now able to feel it whereas earlier today they could not. Patient commented all of their stimulation was on the the right side and inquired as to how that could be changed. Agent reviewed therapy information and general programming guidance in regards to changing groups and adjusting intensity and the patient was redirected to their mdt rep and hcp to further address, if needed.